Manufacturer narrative:
Continuation of d10: medtronic ICD implanted: unknown; medtronic lead unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that both, the right ventricular (rv) lead and right atrial (ra) lead, were suspected to have dislodged. The physician complains that the lead are pulled out and not functioning 100 % of the time. It was noted that the leads are still touching myocardium but not in perfect place and have very poor parameters. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6-fdc/annex d. Continuation of d10: ddbc3d1 ICD, implanted: (B)(6) 2015, explanted: (B)(6) 2025; 694765, implanted: (B)(6) 2010, explanted:(B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead and ra lead were replaced.